Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on how to reset the pump and assisted the customer in completing the reset. The issue did not recur, and the customer was advised to continue using the pump and to contact support if any further malfunction codes appeared.